Manufacturer narrative:
Additional information: b5- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation with blurred vision. A repositioning was attempted. The lens remains implanted. The problem was resolved with prk surgery. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation with blurred vision. A repositioning was attempted. The lens remains implanted. If additional information is received, a supplemental medwatch report will be submitted. Corrected data: results left out in initial MDR. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation . A repositioning was attempted. The lens remains implanted. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.